Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation/migration of essure, device location of device: myometrium') in a 28-year-old female patient who had essure (batch no. 233281-not valid, b06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy, pelvic pain, miscarriage ((B)(6) 2011) and incompetent cervix (cerclage replacement (B)(6) 2012). Previously administered products included for an unreported indication: depo provera in 2010. Concurrent conditions included back pain and migraine headache. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 1 month after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain female"), alopecia ("hair loss") and back pain ("lower back pain"). On (B)(6) 2017, the patient experienced migraine ("migraine/migraines / headaches"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and infection ("complication during removal surgery- infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and menorrhagia had resolved, the anxiety, alopecia, hormone level abnormal, migraine, infection and vaginal haemorrhage outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), psych injury, migration, perforation: uterus, abdominal pain, pelvic pain, dysmenorrhea, dyspareunia, apareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jan-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation/migration of essure, device location of device: myometrium') in a 28-year-old female patient who had essure (batch no. 233281, b06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy, pelvic pain, miscarriage (B)(6)2011) and incompetent cervix (cerclage replacement (B)(6)2012). Previously administered products included for an unreported indication: depo provera in 2010. Concurrent conditions included back pain and migraine headache. On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 1 month after insertion of essure. On (B)(6)2016, the patient experienced pelvic pain ("pelvic pain female"), alopecia ("hair loss") and back pain ("lower back pain"). On (B)(6)2017, the patient experienced migraine ("migraine/migraines / headaches"). On (B)(6)2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and infection ("complication during removal surgery- infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and menorrhagia had resolved, the anxiety, alopecia, hormone level abnormal, migraine, infection and vaginal haemorrhage outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), psych injury, migration, perforation: uterus, abdominal pain, pelvic pain, dysmenorrhea, dyspareunia, apareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received. Lot number was added. Event psych injury was updated to anxiety. Event migration/uterine perforation was clubbed with migration of essure, device location of device: myometrium. New events abnormal bleeding (vaginal, menorrhagia) and lower back pain were added. Onset date of the event were added: menorrhagia, apareunia, dysmenorrhea (cramping), migraines / headaches, migration / uterine perforation/migration of essure, device location of device: myometrium, dyspareunia (painful sexual intercourse), hair loss and pelvic pain. Severity of event pelvic pain was added. Reporter information, medical history and lab data were added on 26-dec-2019: fu 4 & 5 were processed together. Mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation/migration of essure, device location of device: myometrium') in a 28-year-old female patient who had essure (batch no. 233281-not valid, b06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy, pelvic pain, miscarriage ((B)(6) 2011) and incompetent cervix (cerclage replacement (B)(6) 2012). Previously administered products included for an unreported indication: depo provera in 2010. Concurrent conditions included back pain and migraine headache. Concomitant products included biotin and buspirone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 1 month after insertion of essure. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain female"), alopecia ("hair loss") and back pain ("lower back pain"). On (B)(6) 2017, the patient experienced migraine ("migraine/migraines / headaches"). On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and infection ("complication during removal surgery- infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total abdominal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and menorrhagia had resolved, the anxiety, alopecia, hormone level abnormal, migraine, infection and vaginal haemorrhage outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), psych injury, migration, perforation: uterus, abdominal pain, pelvic pain, dysmenorrhea, dyspareunia, apareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss"), migraine ("migraine") and infection ("complication during removal surgery- infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and menorrhagia had resolved and the psychological trauma, alopecia, hormone level abnormal, migraine and infection outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), psych injury, migration, perforation: uterus, abdominal pain, pelvic pain, dysmenorrhea, dyspareunia, apareunia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet was received. Events added from pfs: infection. New lawyer were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), alopecia ("hair loss") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the psychological trauma, alopecia, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), psych injury, migration, perforation: uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: this case was upgraded from other event to incident. Event injury was updated as apareunia, dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, migration, perforation: uterus, hair loss, hormonal changes, migraine. Patient date of birth, lab data, essure removal date and treatment details added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.